Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 24-feb-2026, a sales representative reported via (B)(4) that an ar-01-03-bp li-ion small battery started smoking and had a crackling sound. The battery was sterilized starting at 11:38am and that cycle ended on 11:59am. The maximum temperature was 280.9°f and minimum temperature was 270.1°f. It was rushed out of the room and taken outside. It was not in use, just sitting on the back table. The case had not started, but the patient was in the room.